Manufacturer narrative:
Investigation evaluation: a visual inspection of the device did not find the cups to be misaligned when the device was received. However, the images provided by the user do show the cups to be misaligned. The device has been returned to the supplier for a full evaluation. The evaluation is still ongoing at the supplier. A follow up report will be generated once this evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook captura serrated forceps with spike. The physician stated the forcep jaws are misaligned causing it to take a larger bite than normal. The site had no extra bleeding and, therefore, did not require clipping. The patient did not require any further procedures due this occurrence.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the device did not find the cups to be misaligned when the device was received. However the images provided by the user do show the cups to be misaligned. The device was returned to the supplier for a full evaluation. On 10/26/2015, the supplier provided the following information: as returned, the reported defect could not be verified. The forceps cups were inspected and found to interlock as designed in both planes. In its current state, the device meets the checklist requirements. The device history records were reviewed. Two devices were rejected from the assembly order for misaligned cups. The customer experienced issue of "misaligned cups" could not be verified. No corrective action will be implemented at this time. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use specify to open and close cups to verify smooth handle operation and appropriate cup action and if any irregularities are noted to not use. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: a visual inspection of the device did not find the cups to be misaligned when the device was received. However the images provided by the user do show the cups to be misaligned. The device was returned to the supplier for a full evaluation. On 10/26/2015, the supplier provided the following information: as returned, the reported defect could not be verified. The forceps cups were inspected and found to interlock as designed in both planes. In its current state, the device meets the checklist requirements. The device history records were reviewed. Two devices were rejected from the assembly order for misaligned cups. The customer experienced issue of "misaligned cups" could not be verified. No corrective action will be implemented at this time. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use specify to open and close cups to verify smooth handle operation and appropriate cup action and if any irregularities are noted to not use. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.